Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. On 22-jun-2017, the fse checked the rear-end collision detection sensor s054 pia board and discovered that the green wire going to the pia board was disconnected. The fse removed the pia board and re-soldered the green wire to the board. The s054 pia board was then reinstalled and the analyzer was turned on. The fse checked the tip alignments and performed several tip attach and detach procedures with no errors. The customer ran several tests and encountered no errors. The most probable cause of the reported event was a wire disconnected on the s054 pia board.

Event description:
On (B)(6) 2017, the customer reported receiving error 4124, specimen z-bump, on their aia-900 analyzer. The error persisted after rebooting the machine and cleaning the stuck tip from the sample nozzle. A field service engineer (fse) was dispatched to address the reported event, which may have resulted in delayed reporting of pth, prl, fsh, lhii, e2, ctnl2, and myo patient results. There was no indication of patient intervention or adverse health consequences due to the potential delay in reporting.